Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. The rptr of the event was asked to return the product for analysis, but said the device is not available for return to allergan. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Medical professional reported "the surgeon removed and replaced a lap-band port catheter that was suspected of malfunction. The surgeon reported that the lap-band balloon that is attached to the tip of the port catheter did not inflate when saline was infused; saline was noted to be leaking from the balloon. The surgeon suspected lap-band malfunctioned when the pt did not lose weight at the expected rate over a period of time."